Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: upon visual analysis, the slider knob was broken in two pieces in the packaging and the needle bevel selector was in the center position. The gel stent was not present in the unit or in the packaging. The complaint was not able to be replicated with the returned injector. The injector was unable to be actuated due to the slider knob was broken. In conclusion, the reported complaint of the xen glaucoma treatment system was not confirmed due to the damage of the slider knob. The manufactured xen systems are 100% tested in-process at manufacturing for smooth actuation of the slider and for actuation force = [less than or equal to] 0.7n for the full travel of the slider prior to insertion of the gel stent into the needle. This test is performed three times for each unit, once for each of the three needle bevel selector positions. Allergan will continue to monitor the frequency of these complaints to determine if there is a trend or if this was an individual occurrence.

Event description:
Healthcare professional reported slider won't slide on the injector of a xen®45 gts.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event and patient details has been requested. No additional information is available at this time. Device labeling: the xen®45 gel stent and xen® injector should be carefully examined in the operating room prior to use.

Event description:
Healthcare professional reported slider won't slide on the injector of a xen®45 gts.